Manufacturer narrative:
(B)(4).

Event description:
It was reported that when turning on the device, it displayed number one/ missing drain plug and reflex plug. Event occurred during annual testing. No patient involvement.

Manufacturer narrative:
Other, other text: device was returned with the pole clamp and line cord showing wear and a cracked water tank cover. The reported issue was duplicated- the (lcd) liquid crystal display was displaying the number one. The faulty (pcb) printed circuit board was replaced, additional component repairs were performed, and preventive maintenance was completed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown.